Event description:
Patient reported the up button on the infusion device does not work. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).